Event description:
The manufacturer received information alleging a bipap a30 was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a bipap a30 was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was evaluated by a third-party service center, and the customer's complaint was not duplicated. There were no ventilator inoperative error codes in the downloaded event log. The device was tested and passed all testing.